Event description:
As reported by the journal article, "hypercoagulable state and thrombosis of bioprosthetic transcatheter aortic valve replacement (tavr) refractory to common anticoagulation methods in the setting of protein s deficiency", this was a transcatheter aortic valve replacement (tavr) case of an 80-year-old female who underwent a successful tavr procedure with an edwards sapien valve without complication. Vascular access had been obtained through the left common femoral vein and right common femoral artery. Approximately 1 day post tavr procedure, the patient's apixaban medication was resumed. Approximately 3 months 21 days post tavr procedure, the patient presented to the emergency department with pain in their right leg, which was cold and without distal pulses upon palpation. The patient was diagnosed with right common and external iliac artery thrombosis. This was proximal to the right superficial femoral artery which was the same artery used to obtain vascular access during the tavr procedure. The patient underwent emergent vascular surgery with right femoral artery cutdown, catheter placement in the superficial femoral artery, and open thrombectomy of the right superficial and common femoral, popliteal, and common and external iliac arteries. Warfarin was then discontinued and the patient was placed indefinitely on daily subcutaneous injection of enoxaparin. This decision was made due to the severity of the patient's hypercoagulable state and the frequency of thrombotic events.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no: 2015691-2023-15747 for details of the other event. Per the instructions for use (IFU), potential risks associated with the overall transcatheter heart valve (thv) procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. It is the natural tendency of the body to form a clot on foreign objects in the vascular space. Thromboembolism is defined as a blood clot that travels to another location from the site where it formed. The placement of sheaths and dilators in vessels where patients have vascular disease and/or vessel tortuosity may result in thrombosis in the vessel. When a thrombus is significantly large enough to reduce the blood flow to tissues, it can cause obstruction of distal blood flow, which can lead to ischemia, and/or necrosis of the distal tissue. Prompt treatment greatly reduces the risk for tissue damage. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at greater than 250 seconds) during the procedure. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (protein s deficiency) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Reference for journal article: kellam c j, derraj j, furletti g m, et al. (May 09, 2023) hypercoagulable state and thrombosis of bioprosthetic transcatheter aortic valve replacement (tavr) refractory to common anticoagulation methods in the setting of protein s deficiency. Cureus 15(5): e38754. Doi 10.7759/cureus.38754. H3 other text : device not returned.